Event description:
It was reported by service report that the threads were stripped on the top pin of the cot retaining post. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pin bracket.